Event description:
Per the clinic, the magnet became dislodged from the internal device, resulting in a loss of benefit. Surgery to replace the magnet is planned but has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to replace the magnet (date not reported). The implanted device remains. This report is filed (B)(4) 2013.